Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the patient with the lead experienced syncope and was admitted to the hospital with significant facial trauma. Noise, oversensing and pacing inhibition were diagnosed.